Event description:
Hemorrhagic stroke from "deep depression contraction machine" treatments, chiropractic physicians. Appointments: six appointments in early 2008; canceled appt the following month, because neck pain.